Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huay0198 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported by the sales rep that the facility has a hickman with a hole in the catheter. On (B)(6) 2017 it was reported by the facility that the patient was returned to surgery to have a new hickman placed.